Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Little shaft in the center of the replacement head and head become loose...completely fell apart- oral b power care [device breakage] case narrative: consumer via phone stated that little shaft in the center of the replacement head head itself has became loose and completely fall apart. No injury was reported.